Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient's ins was turning constantly which caused pain and "made everything worse". The patient's healthcare provider moved the ins from their back to their stomach since it was sitting wrong. The issue had been resolved. No further complications reported.